Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set fell off while patient was swimming. The blood glucose level at the time of events was 128 mg/dl and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.